Event description:
A customer reported experiencing cartridge alarm 31 during insulin therapy during the load process, which resulted in their blood glucose level reaching 520 mg/dl. The customer attempted to address the high blood glucose by administering a correction injection via multiple daily injections but did not require assistance from a third party. The issue occurred during the cartridge loading process, and despite following proper techniques, the customer could not successfully resume insulin therapy as the alarm recurred. Ultimately, technical support decided to replace the pump and the customer will revert to alternate method of insulin therapy until received.